Event description:
It was reported that pump generated cartridge alarm 20, and issue had occurred previously with same pump. There was no adverse impact to the customer's blood glucose level. Customer continued to use pump and planned to rely on alternate method if needed, while technical support arranged replacement pump under warranty, provided storage mode instructions, confirmed shipping details, explained need to return problematic pump within 10 days, and advised customer to enter pump settings and reconnect continuous glucose monitor on replacement device.